Manufacturer narrative:
Fiber analysis: the fiber cap was found to be intact and attached; exhibited a drilled through condition. The fiber region is severely burnt and melted. The fiber shrink tube and fiber jacket are melted and burnt; the bevel section melted and exhibits burnt glue. The fiber cap exhibits detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. Based on the analysis findings, the potential for forward firing may exist. The most probable root cause that contributed to the device failure was suspected to be heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that there was fiber tip damage at 23,894 joules during the procedure. The procedure was completed with second fiber. Pt outcome: "fine."